Event description:
Procedure: laparoscopic inguinal hernia repair. Reportedly, the rubber seal fell into the cavity during the use of the device. The surgeon retrieved the seal. No pt injury reported.